Manufacturer narrative:
Complaint (B)(4) retrospective filing received 456003: 109 loose tubes b1712359 and 145 loose tubes b1802375 for evaluation. (Also received 456003: one loose tube each b17083b5 and b171136q, not part of complaint). Received customer picture. Samples were tested according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No over fills could be observed on the samples. Therefore the alleged malfunction could not be confirmed.

Event description:
Customer claims the tubes are overfilled and reports that the immucor echo is giving them an alarm when the probe attempts to aspirate the plasma sample in the tube. When this occurs the immunor echo stops the analysis on the tube, waits while the other tubes on the same rack finish their testing.